Event description:
It was reported that the pt underwent a d&c, than a balloon ablation procedure during 1999. Later that evening, the pt presented to the emergency room with severe pain and was hemorrhaging. The pt received 2 units of blood. A hysterectomy was performed the next morning.